Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that femoral angiogram was not performed. It should be noted that the starclose instructions for use (IFU), states: perform a femoral angiogram through the side port of the procedure sheath to determine the location of the arteriotomy size, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. In this case, it is unknown if the absence of femoral angiogram performed would have contributed to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute failure to achieve hemostasis may include, but are not limited to, user pulls back on the device during clip deployment, user rocks/twists the device during device withdraw, clip interacts with the vessel locator wings. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a starclose se device after a peripheral arterial occlusive disease (paod) interventional procedure using a small-bore sheath (</=8f). Reportedly, the starclose clip was deployed successfully; however, hemostasis was not achieved as there was still bleeding. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.